Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured, and the results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. Olympus is the maintenance company. Cleaning, disinfection, and sterilization (cds) was performed by the customer, but the reprocessing steps completed at the site were not provided. The customer did confirm that there were no deviations, deficiencies, or concerns in the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The scope was sampled on (B)(6), 2023, after being stored in a non-ventilated metal cabinet. The device was used for nine (9) coloscopies between testing and quarantine. After the positive culture was observed (the result date was (B)(6) 2023). The device was quarantined. The device was reprocessed six times before sampling. The day before the sampling ((B)(6), 2023), the device was last reprocessed at the customer site. The scope was used on patients, but there were no patient contacts, patient recalls, or infections. The suspect device had been returned to olympus for evaluation, and the physical device evaluation was completed. During the inspection, no leakage was found; the air and water tube were found to have foreign material; the air and water cylinder had foreign material and discoloration; the suction cylinder had discoloration; the forceps channel port and plug unit were scratched; the angle wire had wear; and the light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope air/water channel tested positive for >300 cfus of micrococci, and the working channel tested positive for 1 cfu of micrococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.